Event description:
On (B)(6) 2011, the patient underwent repair of an abdominal aortic aneurysm. Due to the patient only having 2 mm of healthy neck below the renals, two viabahn devices were implanted into the renal arteries. Then a gore excluder aaa endoprosthesis featuring c3 was implanted and then ballooned by a cook coda balloon. The balloon was placed fully inside of the trunk-ipsilateral leg component, and upon removal the device was pulled down approximately 5 mm. A proximal type I endoleak occurred requiring an aortic extender component to be implanted intentionally covering the renal arteries. There was a slight proximal type I endoleak remaining; therefore a palmaz stent was implanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device: (B)(4).